Manufacturer narrative:
The malfunctioning device will be returned for evaluation as part of the complaint investigation. Upon receipt, it will be investigated. The results of this investigation are still pending and will be reported to the FDA within thirty days of its conclusion via a follow-up MDR. The product code was initially reported as 1261.203a; however, the event description noted fluid drops from a pink plastic hub around the line, which is not a feature of this product. Product 1261.203a does not include a pink hub. The customer was contacted to verify the correct product code and confirmed that it is 1261.306a.

Event description:
PICC dressing noted to be lifting around edges, bedside nurse assessed if dressing change required and noted "wetness" around the edge. With assistance from another PICC certified rn, dressing partially removed in order to further assess and fluid noted to be under transparent dressing. When looking closer at the catheter hub fluid drops coming from pink plastic hub around the actual line. PICC line removed as per physician order.